Event description:
A quad (quadriplegic) with feeling in his feet and legs. Last week his brake, which had just been tightened, released while in the shower and he fell out of the chair, sustaining a serious sprain, requiring medical attention.